Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During endoscopic retrograde cholangiopancreatography (ercp), the user used an endoscope with the subject device. At the beginning of the procedure, the subject device fell off into the patient's mouth cavity. The user picked up the subject device from the patient's body. The user reapplied with the subject device and completed the procedure. The user commented that the person who attached the subject device to use had not received any training on attaching the distal end cap. There were no reports of patient injuries related to this incident.